Event description:
It was reported that during the procedure to treat a heavily calcified lesion in the distal right coronary artery, a 3.0 x 28 mm rx vision stent system was advanced into the patient anatomy and was not able to cross the target lesion. A new unspecified vision stent system was used. There was no clinically significant delay and no adverse patient effects. Return device analysis revealed that the hypotube and jacket were separated 71.7 cm distal to the strain relief tubing. Additional information indicates that there was no reported intentional manipulation. It is unknown when the separation occurred.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: analysis of the stent delivery system (sds) noted blood visible on the stent implant, balloon and shaft, consistent with the sds advanced into the patient anatomy. The stent implant was stationary on the tightly folded balloon between the markers with no damage noted. The hypotube and jacket were separated 71.7 cm distal to the strain relief tubing. The hypotube fracture face was oval shaped as if kinked prior to separation and the jacket was stretched at the separation. There were two bends in the hypotube 3 cm and 28 cm proximal to the separation. This type of failure is often attributed to ductile overload at a bend. Kinks or bends in the shaft can lead to weakening of the sds material such that subsequent application of force or further handling can cause a separation. An attempt was made to obtain clarification from the account as to when the hypotube separation occurred; however, the account was unaware of the separation; therefore, it is possible the separation occurred during packing for return analysis. The tip length and stent outer diameters were measured and met manufacturing criteria. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. To help ensure this type of damage is not the result of a manufacturing deficiency, during manufacturing, all sds are 100% checked for damage and crimped stent profile. The patient anatomy was heavily calcified which likely contributed to the failure to advance. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for hypotube separations for this lot. There is no indication of a product quality deficiency.